Event description:
Per report, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, when the 22f retroflex3 sheath was removed, evaluation of the angiogram showed a small dissection in the left common iliac artery. No complication or issue with either the dilators or sheath insertion at the start of the procedure was noted. A repair of the left common iliac artery was performed using a self-expanding 10 x 6 x 80 bms and post dilatation of this stent using an 8 x 4 x 75 balloon was performed. The cut down was closed without complication.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. However, despite the best screening tools, there might be a narrowing of the vessel which sometimes is not appreciated previously on the CT or angio. The minimum required vessel diameter for a 22fr sheath is 7.0 mm. In this case, this (B)(6) patient's access site diameter was 7.7mm. Per report, there was mild vessel calcification, and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the cause of the injury to the iliac artery cannot be confirmed; however, it was reported that the event was due to the poor integrity of the vessel. Additionally, there may have been vessel calcification and tortuosity not appreciable on imaging that could have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required.